Event description:
It was reported that the colonovideoscope had a yellow foreign material stuck in the suction port and was found after use on two patients. The issue was found during reprocessing and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.